Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the overlay is cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had occasional issues with wire telemetry, the display is broken and the touch display is not responding. The programmer was returned for service. No patient complications have been reported as a result of this event.